Manufacturer narrative:
The patient's previous lvad exchange for suspected thrombosis is referenced in MFR report # 2916596-2015-01800. (B)(4). Approximate age of device ¿ 1 year 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that lvad produced elevated power readings, and that the lvad clinicians suspected device thrombosis. The patient was asymptomatic. The patient underwent a previous pump exchange due to thrombus in (B)(6) 2015. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed the increase in pump power. It was reported that the patient¿s lactate dehydrogenase (ldh) was stable. A ramp study was performed and found positive for and unspecified abnormality; however, the patient¿s left ventricle was still able to be unloaded. On (B)(6) 2017, it was reported that the patient was stable with an increased inr goal. Pump powers had returned to baseline with higher no additional information was provided.

Manufacturer narrative:
The report of elevated power readings was confirmed based on a review of the submitted system controller log file data; however, the report that the lvad clinicians suspected device thrombosis could not be conclusively determined. The analysis of the submitted log file could not determine a specific cause for the elevated power readings. No products were returned for evaluation. The patient remains ongoing on vad support and no further related issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.